Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part#: 110010460, ringloc bipolar 28x43mm, lot#: 699340. (B)(6).

Event description:
Liner did not insert into the shell. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the liner showed light indentation. The lock ring inside of the shell was installed upside down and is now bent. The ring is bent away from the chamfer. This in combination with the scuffing on the underside of the ring correspond to the ring being impacted from the chamfer side. Device history record was reviewed and no discrepancies were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.